Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver pcb assembly was evaluated and replaced. A filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.